Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that intra-operatively, the lead helix would not extend. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.